Event description:
The infusion pump was used at a hosp with an administration set that had an air vent that could open and close for the appropiate type of solution container. The air vent on the solution set was inappropiately in the closed position when used a glass bottle. As a result, an air bubble approx. 7mm long entered the fluid pathway in the IV tubing and the infusion pump did not alarm since this size is below the sensitivity for the pump's air sensor. The air gap was discovered before it reached teh child. No pt intervention was required. The serial number of this infusion pump was not reported.